Manufacturer narrative:
(B)(6). (B)(4) device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified proximal left anterior descending artery (lad). A 2.00mm x 20mm emerge¿ balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for less than 5 seconds, the balloon ruptured. The device was completely removed from the patient. Subsequently, a stent was implanted and the procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The balloon was loosely folded. The tip is damaged. There are numerous hypotube kinks. Microscopic examination revealed that the balloon has an 11mm longitudinal tear starting at the proximal balloon weld. There is no indication the device was inflated over rated burst pressure. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified proximal left anterior descending artery (lad). A 2.00mm x 20mm emerge¿ balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for less than 5 seconds, the balloon ruptured. The device was completely removed from the patient. Subsequently, a stent was implanted and the procedure was completed. No patient complications were reported and the patient's status was fine.